Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate an 82-year-old male patient, the device did not analyze and then prompted "no shock advised" for a rhythm clinicians believed to be shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, the customer provided the clinical data file for review. The customer's report could not be confirmed. The AED 3 issued a "start-CPR" prompt after detecting no pad-to-patient contact for 90 seconds. Pad connection was re-established at 1 minute 37 seconds, which triggered the CPR prompt. One rhythm analysis was conducted after CPR, showing the patient had an organized rhythm at around 39 bpm, which was not shockable. The AED functioned correctly and provided an appropriate analysis. Analysis for reports of this type has not identified an increase in trend.